Event description:
The school nurse called the customer's family member and said pt would not eat and blood glucose was low. Picked up pt and took them home. Tested blood glucose on the device and obtained a result of 210 mg/dl. About three hours later, a retest was 351 mg/dl. Pt began to vomit and was taken to the hospital. Glucose was in the 600's mg/dl at the hospital. Pt was admitted to ICU. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.